Event description:
It was reported that an asymptomatic patient presented to the hospital after receiving vibratory alerts for high pacing lead impedance on the right ventricular lead. Lead fracture was suspected. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 14.0-14.1cm and 40.5-41.0cm from the distal tip, consistent with lead friction another device or feature of the heart. The etfe coating was intact at these locations.